Event description:
Patient was revised to address femoral loosening.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.